Manufacturer narrative:
Seven years old unit with no service history. Seating system modified 3 years ago. Misuse and modification of product in that the footrest, that would have protected and/or prevented the incident, was removed. Failure to follow manual instruction in that seat swiveled as a result of failure to maintain swivel lock and secondary seat locking pin and continued to use. Manual requires the use of footplate and footplate that would have protected foot was removed.

Event description:
It is alleged the user was at home. She turned her seven year old power base and broke her foot when her foot contacted the wall. Unit was modified, out of specification, in that the footplate had been removed by the user, that would have protected user's foot. In addition, unit had been modified with a different seating system in 2003. There is no service history with this unit. It is alleged that the seat swiveled, rotated during a turn. This could happened if the seat lock became damaged or worn and the secondary swivel inhibitor was damaged or worn and not properly maintained. Failure to follow manual to have unit repaired when not working properly. We have sent a new seat lock and locking swivel limit inhibitor to address the swivel question. We also recommended that the foot plate be reinstalled and the chair not be used withtout it in proper position as required in the manual.